Manufacturer narrative:
Pump alarmed motor error prior to rewind preventing rewind to be initiated. Unable to perform test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test or verify e70 alarm due to motor error alarm. The customer¿s complaint of motor error was confirmed due to motor encoder out of phase. However, no damage to the support disk was found during the analysis¿. Pump history download using thds was successful. Motor error alarm confirmed was shown on down load report was on " (B)(6) 2024 06:15:47 alarm #43 - alrm_motor_error - motor error - the gearbox is stuck, need to rewind at line 6779 in source file shared. Hex = 06 2b 1a 7b af cf 66 02 18. The following were noted during visual inspection: cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, broken battery tube threads, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Unable to verify e70 alarm due to motor error alarm. Motor error during rewind due to motor encoder signal out of phase confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided, due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced motor error alarm, e70- motor position encoder error, loose drive support cap. The customer reported, no adverse event. The event involved product(s) mmt-754lcms. Troubleshooting was performed. Customer reported, receiving a motor error and e70 alarm. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-754lcms was requested. And customer response was, the device will be returned.